Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged (popped out) so the balloon would not remain inflated. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection of the returned device was conducted and no non-conformities were observed. The balloon was then inflated with 25 cc of air. The balloon inflated properly, the valve was properly positioned, and the balloon remained inflated after the removal of the syringe. The reported complaint is not confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).